Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: (B)(6) 2021. Medical product: unknown. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported by the patient that he has more pain every day in the left leg. The sales rep told the patient that the spinal pak is for the lumbar fusion. The pain on the left is below the skin. The pain is the muscle. Pain level is 7. The patient has had these symptoms for 3 year plus. No the patient has not increased his activity. Update 4/12: the patient is taking gabapatin 800mg and dulocitin 60 mg. The patient has been taking this medication for 4 years.

Event description:
It was reported by the patient that he has more pain every day in the left leg. The sales representative told the patient that the spinalpak is for the lumbar fusion. The pain on the left is below the skin. The pain is in the muscle at level 7 on scale of 1-10. The patient has had these symptoms for more than 3 years. The patient has not increased his activity. The patient is taking gabapentin 800mg and dulocitin 60 mg. The patient has been taking this medication for 4 years. No additional patient consequences have been reported. Spinalpak was not returned for further evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to (B)(6) medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.